Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars are leaking from the start. They have used both 5 mm and 12 mm instruments, but it does not make a difference. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Prolonged the process. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Most likely. What was the gas consumption rate or volume (liter/minute)? Several hundred liters of gas have been consumed during these operations. Should not be more than maximum 100 for a regular operation within their normal time limits. Were you able to identify where the leak was coming from? Both seals. Was a device inserted in the trocar during the leaking? Yes if so, what device? 5mm and 12mm devices. Was any torque being applied to the trocar or device? Not more than regular. Very experienced surgeon. Normal patient cases.